Event description:
The device was used during a laparoscopic low anterior resection. Reportedly, the knife cut to the cartridge and the staples did not form correctly. This occurred on the third reload. The procedure was converted to an open procedure to finish.